Manufacturer narrative:
The exact cause for breaking of the nanofx needles is unknown. According to complainant, the surgeon felt that patient's bone was very hard which may have caused the breakage of the needles. The broken parts were discarded by the facility and hence cannot be returned. Therefore, investigation of the root cause is not possible. A review of previously logged complaints was performed and noted that this is the first complaint from the suspect lot (lot size - (B)(4)). Also, the DHR review of the suspect lot was reviewed. No nonconformities or rejects were found relevant to the issue. All test results (material analysis, tensile strength, 100% gauge inspection etc.,) within the specifications and all applicable standards. This lot was manufactured in 2016 and since has been in the field without issues. Findings from previous complaints indicate quality of bone, use of excessive force, wear on the guide handle, lack of thumb tab to retract the needle etc, may impact the functionality of the nanofracture device. The broken fragment of the first nanofx needle was retrieved. X-ray examination did not show any metal pieces or fragments in the bone. So, it is assumed that the second nanofx needle tip was not stuck in patient's bone. (A separate medwatch report has been filed for the second broken needle; reference # 3004154314-2017-00027) the outcome of the case was not affected because of the reported issue. The surgeon is satisfied with the outcome. We will continue to track and trend. There was no harm or injury to the user or to the patient as a result of the reported issue.

Event description:
It was reported that 2 nanofx needles broke while performing the microfracture technique. The event happened in (B)(6).